Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification, as a result the power supply was replaced. It was also noted that the system fan was noisy.

Manufacturer narrative:
This report was submitted on (B)(4) 2014 at 17:47:40 central time. However, the report was submitted during an outage and it was later discovered that proper acknowledgements were not received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while trying to use the programmer during a device check, it would not power up. The programmer was immediately changed for another functional programmer and returned for repair. The patient was present, but there were no patient complications as a result of this event.